Event description:
The customer reported the 840 ventilator had no oxygen (o2) measurement. There was no patient involvement when the event occurred. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.

Manufacturer narrative:
Covidien reference # (B)(4).